Manufacturer narrative:
Evidence suggests this device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker reverted to safety mode, and technical services advised urgent replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
This device was discarded at the facility; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this pacemaker reverted to safety mode, and technical services advised urgent replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information: this device was explanted without incident. Besides intervention, there were no other adverse patient effects reported. The device was discarded and is therefore not expected to be returned for analysis.

Event description:
It was reported that this pacemaker reverted to safety mode, and technical services advised urgent replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.